Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Corrected information: section f10: event problem codes. Additional information: section h6: evaluation codes; section h10: narrative text. Additional information received indicated the sapien 3 valve was not stenotic. The echo report showed leaflet thrombosis. The patient was not admitted into the hospital. The leaflet thrombosis is currently being treated with anticoagulation therapy. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors and co-morbidities may have contributed to the valve thrombosis 2 years post implant; which was treated medically. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 2 years post deployment of a 29mm sapien 3 valve in the aortic position, valve stenosis observed. A tavr patient¿s family member contacted edwards lifesciences to report the patient had not been ¿feeling well for the last couple of months¿. The patient was reported to be symptomatic with light headedness, fatigue, sob and was not able to walk very far. An angiogram and tee were performed. The angiogram was negative. The previously implanted valve was patent. The tee showed the ef had dropped from 60% to 30%. The patient was told the tee showed ¿the valve is failing¿. Per the reporter, previous echoes did not indicate any valve issues. Limited information from the site indicated the valve appeared to be ¿stenotic¿. No further information is available at this time.